Manufacturer narrative:
The sample was collected in a 3ml edta tube. Qc was run before and after the event and results were within specifications. A field service engineer (fse) identified differential chemistry issues (low differential events). The fse replaced some hardware components. Per follow-up with fse, continued effort is being made to identify the root cause. To date, root cause is unknown as there is not sufficient information available.

Event description:
A customer contacted beckman coulter regarding falsely low lymphocytes and high neutrophils results generated by the unicel dxh 800 coulter cellular analysis system for one sample. The issue was identified after obtaining out of range results on cap survey samples. Manual smear review revealed higher lymphocytes and lower neutrophils counts. Sample was also run on a different instrument and results obtained were similar to those obtained by manual smear. The different instrument results were not provided. No erroneous results were reported out of the lab. There was no death, injury or effect to patient treatment.